Event description:
Healthcare professional reported left side pain, exchange from textured to smooth breast implants due to the patient¿s concern with the product, rupture, and capsular contracture baker grade unknown. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ rupture: observed opening assessed as unidentified tear. The shell thickness was within specification. ¿ anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. ¿ pain: unable to observe since it is a medical event and is not related to the device. No additional observations were performed on the device.

Event description:
Healthcare professional reported left side pain, exchange from textured to smooth breast implants due to the patient¿s concern with the product, rupture, and capsular contracture baker grade unknown. The device has been explanted.